Event description:
It was reported from (B)(4) that the attachment device did not function or rotate. It was further reported that the device was out of balance and not in the right angle. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as jun 3, 2008 in the initial report. The device manufacture date has been updated as may 12, 2006. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.